Event description:
It was reported that during reprocessing a tenaculum forceps instrument, the gray part of the blue housing keeps coming off. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found one of the snaps on the housing was broken. Failure analysis concluded the damage was likely due to mishandling / misuse. An additional finding were various scratches on the distal end of the main tube showing light material removal and a rough surface finish. The scratches were .034 - .078 in length and not axially aligned with the tube. Failure analysis concluded the damage may be due to mishandling / misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; enter the failure information here, such as tube abrasions with material removed ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.